Manufacturer narrative:
This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a femur procedure, the flange of the reamer head broke. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed. Two fragments were generated and remained in the patient's left femur. This report is for one (1) unk - drill bits: trauma. This is report 1 of 1 for pc (B)(4).